Event description:
A talent stent graft was implanted in a pt for the endovascular treatment of a thoracic aortic aneurysm. Aneurysm and vessel morphology were not reported. It was reported that the first stent graft was deployed after the pt's blood pressure was dropped to 80 mg systolic. Deployment was started at the subclavian artery where the intended landing zone was 2 cm distal to that. The stent graft started to misalign and it was corrected by pulling down at the same time deployment was continued. The stent graft ended up 4 cm lower than the intended location. The second device was positioned 4 cm proximal to the intended landing zone and the same thing happened. The stent graft ended up within the first device almost overlapping it (see MFR# 2953200-2009-00141). Deployment of the third device was started more proximal and his blood pressure was dropped to 75 mg systolic. The stent graft deployment was attempted more rapidly, but with the same result as the previous two where the stent graft ended up within the previous stent grafts (see MFR# 2953200-2009-00142). The fourth device was positioned at the same location as the third and the heart was stopped for 5 - 6 seconds with adenosine, but with the same result as the previous 3 devices (see MFR# 2953200-2009-00143). One stent graft remained in the misaligned position where the proximal edge of the stent graft was at a 90 degree angle; however, this portion was within the aneurysm and it was not in contact with the aneurysm or the vessel wall. Deployment of a fifth device was initiated at the innominate artery and successfully deployed at the intended location. Two additional stent grafts were implanted distally to complete the procedure. No clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(B) (4). Results: large and angulated aortic arch. Conclusion: large and angulated aortic arch.